Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a day after implant, the lead experienced elevated thresholds due to lead dislodgement. The lead was repositioned at a later date, and remains in use. No patient complications have been reported as a result of this event.